Event description:
Bladder sling placed 2006, and I have had problems ever since. In 2007 I entered hospital for revision, didn't help much. This device has caused pain, damage to the inguinal nerve, multiple ulcers leading to removal of parts of my vaginal wall. I have traveled outside my state for medical help. This has lead to removal of the sling 2008, and I am at this time scheduled for yet another surgery 2009. I am praying this is the last; I know it is the fifth regarding this sling. Quality of life sucks. Dates of use: 2006 - 2008. Diagnosis or reason for use: pop / sui.